Manufacturer narrative:
(B)(4), pain occurred. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. From the day of surgery, the patient experienced severe pain. In (B)(6) 2007, the mesh implant was partially removed. The patient reported that in (B)(6) 2009, the remaining portion of the implant had shrunk by 10 cm. Almost 3.5 years after surgery, the patient still has severe pain.